Event description:
The user facility in (B)(4) reported the vitrectomy cutter was not working during the surgery. There was no medical intervention reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The product is not available for return so we are unable to investigate further. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.